Event description:
During follow-up, the device was interrogated and the physician suspected premature battery depletion. The physician explanted the device. The patient was in stable condition.

Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.